Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced a "blood back" event. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Trackwise complaint record-(B)(4). Internal autonumber: (B)(4). A getinge service territory manager (stm) was dispatched to investigate. The stm was informed by the customer that the intra-aortic balloon (iab) had leaked. Upon observation, the stm observed blood in the condensate removal module (crm) and replaced the pneumatic module assembly (0997-00-1178) which had been contaminated. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.